Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 12.0 x40, 75cm gladiator elite was advanced for post dilatation of a previously placed stent. However, during first inflation at 12 atmospheres, the balloon burst immediately. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported.